Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient informed the breast implants were ruptured. This is for the right side. The device still remains implanted.

Event description:
Patient additionally reported right side "wavy contours".

Event description:
Patient reported right side rupture. Healthcare professional later reported ¿learned that the model of prosthesis has not only presents a risk of rupture, but also a possible link to the development of certain types of cancer, which has caused worries¿ ¿breast implants were ruptured¿ and ¿signs of right intracapsular prosthetic rupture¿ was previously captured. The phrase ¿presents a risk of rupture¿ is not a report of rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: wrinkling: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Healthcare professional later reported ¿learned that the model of prosthesis has not only presents a risk of rupture, but also a possible link to the development of certain types of cancer, which has caused worries¿ ¿breast implants were ruptured¿ and ¿signs of right intracapsular prosthetic rupture¿ was previously captured. The phrase ¿presents a risk of rupture¿ is not a report of rupture. The device has been explanted.